Manufacturer narrative:
Reported event of gauge reading inaccurately. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an encore inflation device was used during a dilatation in the esophagus procedure performed on (B)(6) 2014. According to the complainant, while preparing the device as the balloon was being inflated the needle on the gauge did not show the pressure level. Reportedly, the gauge was reading inaccurately. The procedure was completed with another encore inflation device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.